Event description:
The 1104g was used in an anuerysm patient and the catheter read -25 and -35. The values did not correlate with the clinical condition of the patient. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.